Manufacturer narrative:
The power supply was returned after a field service engineer (fse) was dispatched to work on the unit. The fse replaced the suspect power supply and returned the power supply that was replaced. Preventive maintenance and functional checks were then performed, on the new power supply with all tests meeting specifications. The product was returned for evaluation. The reported problem could not be duplicated. Output voltage was stable, to acceptability standards of sp-st-0004 and the supply demonstrated no hesitancy in proper performance. The power brick and air passages were dusty but unrestricted by lint or other blockages. This unit was manufactured in 2013 and had no previous depot service activity." Therefore, the root cause is unknown / inconclusive. There was no fix for this module as the assembly was not cost-effective for repair, needing a new brick and a new frame to meet current acceptance standards. This product was rendered inoperative and disposed of per guidelines. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. The investigation is complete.

Manufacturer narrative:
The device has not yet been returned for evaluation. No patient impact or injury was reported. Additional investigation results are pending.

Event description:
User facility reports that system shut down during surgery and customer was able to turn it back on to finish surgery, without issue.